Event description:
Independent repair center: customer alleged alarming/red light and the key failure was not found, provider could not duplicate the customers complaint but did repair multiple leaks throughout the unit. No parts needed.